Event description:
It was reported that the patient experienced a device site infection at the spinal incision with redness, swelling, fluid discharge, and a warmth/hot sensation at the site. The patient reported being able to feel the leads starting to come out near the bottom of the spinal incision and reported that pants rubbing the area caused irritation; the patient initially thought it was a staple, and another person who looked at the area stated the leads were coming out and the site was red and swollen. The patient went to the emergency room and was admitted overnight, and antibiotics were required. No troubleshooting was performed. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 20-sep-2026, UDI#: (B)(4); product ID: 97 7a260, serial/lot #: (B)(6), ubd: 04-oct-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.